Event description:
I accidentally purchased the honey pot panty liners that are infused with mint, lavender, and aloe. After I began use of a panty liner, a tingling sensation began and started to grow. I knew something was off so I went back to read the package. I am completely dumbfounded that this product is allowed to be sold to women. To have a product filled with synthetic "herbs" and oils made in china and placed on your vagina - this is unbelievably dangerous, especially with research showing lavender as being an estrogen-mimicker. This product should at the minimum come with a warning label. Not to mention, the tingling grew into burning and was actually painful. There are plenty of these complaints online from women experiencing the exact same situation. Thankfully the burning subsided after about 10 minutes so I did not have to go to a doctor but I was extremely worried about a potentially very harmful situation. The FDA should absolutely re-evaluate this product or at the minimum force this company to put a warning sign on its product. This is unsafe for women, especially any women using them regularly and exposing themselves to these chemicals.